Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had been subject to radiation therapy. When their implantable cardioverter defibrillator (ICD) was interrogated, there was an observation of invalid data on the rate histograms and question marks listed on the pacing percentage counters. The device remains in use. No patient complications have been reported as a result of this event.